Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: a review of the lot history record for the reported lot revealed no relevant non-conformances related to the reported event. A query of the complaint-handling database found no indication of a product quality deficiency. An analysis of the returned device did confirm the reported device issue. In addition, one of the anterior cuff tabs (approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on the investigation, no product deficiency was identified.